Event description:
It was reported that the 2800 system would not boot up. It was reported that a replacement hard drive was needed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.